Manufacturer narrative:
Emesis (vomiting) is a known complication associated with the use of therasphere and is typically a non-serious event. Due to the required hospitalization, this clinical study adverse event is considered serious. Treatment provided for the sae is not known. No device lot number was provided therefore no investigation into the lot history records could be performed. No additional information is expected. The onset date of the event was reported as an unknown day in (B)(6) 2015. The onset day in (B)(6) 2015 remains unknown.

Event description:
Subject (B)(6) is a (B)(6) year old male patient enrolled in the retrospective legacy study. This patient was diagnosed with hcc on (B)(6) 2015. Liver status: liver cirrhosis; hcc etiology: (B)(6) was administered to the right lobe on (B)(6) 2015. The total activity received was reported as (B)(6). On an unknown date in (B)(6) 2015 the patient developed grade 3 emesis (vomiting) and was monitored under hospitalization. The principle investigator assessed the emesis as possibly related to the procedure and possibly related to the (B)(6) device. The sae was downgraded to a non-serious ae on (B)(6) 2015. The emesis was reported as resolved on (B)(6) 2015. This event was not reported to (B)(4) at the time of the event by the treating physician.